Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant ise results generated by the au2700 clinical chemistry analyzer for multiple samples. The initial results were reported out of the lab. Two hours later when qc was re-checked it was found the results to be incorrect. Customer re-tested all samples tested between the good qc and the failed one. There was no medical intervention as a result of any of the incorrect results released.

Manufacturer narrative:
Samples were serum and plasma. Qc was run on ise at 9:00 pm and was within specifications. Qc failed at 11:00 pm. The root cause was identified to be an intermittent ise mixer problem. Service replaced the mixer motor, and the problem has been resolved.